Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing blood glucose (bg) levels displayed as "high" on the continuous glucose monitor. Reportedly, customer attributed some bg levels to stress or other physiological properties; however, cause of other bg levels was unknown. Bg was addressed via a correction bolus via pump, and manual injections. The customer was instructed to consult with healthcare provider regarding bg level.